Manufacturer narrative:
The review was completed using pictures provided from the field. Without having the delivery catheter to evaluate, it cannot be conclusively confirmed where the foreign material came from. However, the returned material is believed to be a torque bump from the delivery catheter of the iliac extender device. The root cause for a foreign material inside the introducer sheath could not be determined because the delivery catheter was not available for evaluation.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of a right internal iliac artery aneurysm using a gore excluder aaa iliac extender endoprosthesis. The delivery catheter was advanced through a gore&#59396;dryseal sheath (dsl1228j) and deployed at the intended position without any reported issues. After the removal of the delivery catheter, a non-gore manufactured balloon (reliant) was inserted into the sheath for touch-up ballooning. A strong resistance was reportedly felt during the advancement and withdrawal of the balloon catheter. After the balloon catheter and the sheath were removed from the patient, piece of transparent foreign material was found at the patient access site. The physician removed the material from the site and closed the wound. The procedure was concluded without any other reported issue. The delivery catheter and the transparent material were discarded at the facility and are not available for evaluation. Photos of the transparent material will be sent to imaging service for evaluation.